Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any damage to the head or the threads of the screw. The saddle has some wear on it from the seating and tightening of the rod. Functional check with a sample break off screw confirmed the screw would thread into the head without any issues. Dimensional check confirmed the inner screw head width was made to print. Unable to determine root cause of screw backing out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part#55811015550, 510k# k122433, and upn (B)(4) is approved for market in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at l2-4 due to burst fracture. Post-operatively, implanted screw loosened. The patient underwent correction surgery using trauma device. In which screw was removed and replaced with bigger one. Fixation was performed using in-situ. It is unknown whether the patient attained solid fusion or not. Clear zones were seen on the screws at l2 and l4. No such issue was found at l3 which is the diseased vertebral body.